Manufacturer narrative:
Date of this report: 09may19. Date received by MFR: 07may19. A data acquisition (da) board was returned for analysis. A visual inspection of the returned component was performed, no notable conditions were found. The returned component was installed into a test ventilator for analysis. An investigation was performed and the product analysis technician reported that no fault was found to the event.

Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 15jan2019. The philips service engineer (se) inspected the device. The se confirmed the reported issue. The se replaced the data acquisition printed circuit board assembly (pcba) to address the issue and the ventilator passed all testing.

Event description:
It was reported that the ventilator generated an auto zero failure alarm. There was no patient harm reported. The event date was not specified; estimate used.